Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The shaft of the 2.5x8mm taxus liberte' drug eluting stent snapped on the back table when it was being removed from the packaging. The procedure was completed with another taxus liberte' stent. As there was no patient involvement, no complications occurred.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.